Event description:
It was reported that the patient presented in the hospital for a normal follow up. Upon interrogation, an alert for device reset was observed. It was possible to perform electrical tests. The device was restored. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.